Event description:
It was reported that the patient had an increase in stimulation during walking. This was due to the fact that they had their device programmed higher during upright and mobile for adaptive stimulation. The setting was decreased and everything was good.

Event description:
It was reported that a manufacturer representative believed that a different manufacturer representative reprogrammed the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that stimulation was turning off. This had started a week ago. Stimulation was felt to turn on and off during walks and sometimes the stimulation would be lighter than normal. This would happen when walking and moving bales of hay. A burning sensation was also reported. This had occurred since ¿a little after implant.¿ the patient had one lead in the upper back and one in the lower back. The patient had two programs, program a and program b. Program b had been reprogrammed to stop the burning. Pain occurred when there was no stimulation. The rep turned down the sensitivity. Since implant, stimulation would skip beat and the implant would tingle all the time for a brief second, stop, and start again. The patient has had trouble when sitting in a chair/recliner and laying in bed.

Manufacturer narrative:
Product ID 3888-33, lot# va0e60u, implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).